Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the trial was initiated on (B)(6) 2024. It was reported that they suspected wire dislodgement. It was unknown if the troubleshooting was performed. The cause of the event was not known. The issue was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu unknown lead, lot# unknown, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported conflicting information to the questions asked as they responded noting the patient's implanted neurostimulator (ins) information instead of their trial device information. The hcp reported that the patient stated "everything is ok, now. No problems". As resolution, they phone called the patient, and the patient assured that the wire is fine. The issue was resolved.